Manufacturer narrative:
The pt remains ongoing and continues on lvad support. The system controller was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after approximately 24 months of support on the lvad, the pt came into the clinic for intermittent peeping sounds from his system controller. The system controller history revealed that there was a pump stoppage. The system controller was changed to the backup controller. The patient is doing well with no issues during the pump stoppage or during the change out.